Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients was experiencing pain at the pocket site due to ipg migration. Symptoms of shooting pain when lying down was noted. It was also stated that the ipg was dead. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. Explanted ipg will not be returned.